Event description:
The user facility reported that the patient went to post op after the procedure with a tr band in place with 12cc of air inside. Two hours later when the tr band was due to have air removed, they went to remove air and there was zero air in the band. The patient did not bleed or have an access site complication. The procedure prior to the placement of the tr band was a left heart catheterization (lhc). Additional information was received on 11jun2025: they stated they used a glidesheath (80-1060) for the procedure. The tr band was inflated like normal, and no abnormalities were noticed until two hours post. The patient recovered like normal, and no bleeding was noted at the site at all.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: rt. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One tr band and inflator were returned to terumo medical corporation for assessment. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 0ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the balloon tab weld. The sample failed leak testing. The band was placed under the microscope to look at the location of the leak. Upon microscopic inspection, there is a pinhole in the balloon tab weld. One tr band and inflator were returned for assessment. The sample was subject to leak testing and the band leaked at the balloon tab weld. Upon microscopic inspection, there is a pinhole in the balloon tab weld. The complaint can be confirmed for air flow issues. The cause is a pinhole in the balloon tab weld. A nonconformance was initiated for this issue. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).